Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was removed with no product performance issues indicated. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.